Manufacturer narrative:
Device was used for treatment. A batch record review was performed for kit lot d307. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break nor for damaged parts/components (centrifuge leak strip). Corrective and preventive actions have been initiated for drive tube leak/break. No corrective and preventive action has been initiated for this type of damaged parts/components. (B)(4).completed: service engineer replaced leak strip, cleaned centrifuge and completed system checkout procedure sucessfully. This assessment is based on the information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.

Event description:
Customer reported a drive tube break occurred about ten minutes after starting a treatment, with less than 200 ml whole blood processed, so the treatment was aborted. Customer reported the drive tube broke in half, leaking blood into the centrifuge, and damaging the centrifuge leak sensor. Customer stated a broken drive tube bearing was found in the centrifuge. Customer reported the operator that had loaded the drive tube was a trainee, and that the nurse conducting the training had checked most of the kit, but had not checked the installation of the drive tube, before the treatment was started. Customer indicated she thinks the drive tube break was likely caused by a mis-loaded drive tube. Customer reported the patient is stable and they had already started another ecp treatment for her. Clinical services specialist (css) dispatched service ((B)(4)) the customer has elected not to return the kit for investigation, as it has already been discarded.